Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10; h2; h3; h6 complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned locking bar exhibits signs of being implanted (nicks, gouges). The sem analysis report states that even though the examined locking bar contact mark and deformation observations are consistent with the bars not being fully engaged with the tibial tray lugs, it cannot be determined with certainty whether the reported locking bar dissociations occurred due to improper insertions. A more definitive conclusion would require analysis of not just the locking bars, but also of the mating tibial trays as well as the implanted bearings. X-ray review states that no loosening was identified. Slight medial extension of the medial portion of the tibial tray which extends slightly medial to the cortex of the proximal tibia. This may be intentional and is not further evaluated radiographically. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Analysis of the locking bar determined that the locking bar contact mark & deformation observations are consistent with the bar not being fully engaged with the tibial tray. However, it cannot be confirmed with certainty whether the reported locking bar dissociation occurred due to improper insertion and a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately two weeks post implantation due to implant loosening. Additional information on the reported event is unavailable.